Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the low voltage lead, the stylet was fixed and the operator could not remove it. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.